Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having upper respiratory infections which has traveled down to her knee and is currently on medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 22 nov, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having upper respiratory infections which has traveled down to her knee and is currently on medication. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected.